Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 15 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 16 reported events are included in this follow-up record. Product return status 10 devices were received. 3 devices were not available for evaluation. 3 device investigation types have not yet been determined.

Event description:
This report summarizes 16 malfunction events in which the device reportedly had a decrease in pressure. - 2 events had no patient involvement; no patient impact. - 14 events had patient involvement; no patient impact.

Event description:
This report summarizes 15 malfunction events, in which the device reportedly had a decrease in pressure. 15 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 6 devices were received. 2 devices were not available for evaluation. 7 device investigation types have not yet been determined. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes 16 malfunction events in which the device reportedly had a decrease in pressure. - 2 events had no patient involvement; no patient impact. - 13 events had patient involvement; no patient impact. - 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h10 16 previously reported events are included in this follow-up record. Product return status 12 devices were received. 4 devices were not available for evaluation.

Event description:
This report summarizes 16 malfunction events in which the device reportedly had a decrease in pressure. 2 events had no patient involvement; no patient impact. 13 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. 16 previously reported events are included in this follow-up record. Product return status: 12 devices were received. 3 devices were not available for evaluation. 1 device investigation type has not yet been determined.